Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect main pcb component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent blank display on this ventilator device, which does not power on. The customer evaluated the device and determined the failure was likely associated with a fault within the main printed circuit board (pcb). The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on for an extended period without fault. The event log was reviewed, which found a single instance of "xdcr fault" errors. At this time, the reported complaint was not duplicated. However, the investigation found a failure, of the exhalation differential pressure (transducer) pt802. This was addressed through CAPA (B)(4) and scar (B)(4).